Event description:
Death following administration of tube feeding through IV site. Feed tubing and IV tubing share same diameter and share compatible connection. IV tubing was connected to feeding bag. Tubing was connected to IV pump.